Event description:
Information was received regarding a cadd administration set. It was reported that the IV tubing would not prime and could not be used. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-10933. The report was submitted in error.